Manufacturer narrative:
(B)(4). Concomitant medical devices: oncology salvage system tibial bushing, item # 150476, lot # 370700. Orthopedic salvage system reinforced yoke, item # 150493, lot # 798670. Oncology salvage system axle, item # 150480, lot # 413230. Oncology salvage system locking pin, item # 150478, lot # 057120. Oncology salvage system segmental femoral left 7cm, item # 150355, lot # 336190. Oncology salvage system tibial bearing 12mm, item # 150410, lot # 662590. Oncology salvage system diaphyseal segment 9cm, item # 150467, lot # 276870. Oncology salvage system non-modular tibial plate long 67, item # 150420, lot # 948460. Oncology salvage system femoral bushing 2pk, item # 150477, lot # 415070. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03749, 0001825034-2017-03750, 0001825034-2017-03754, 0001825034-2017-03755, 0001825034-2017-03756, 0001825034-2017-03757, 0001825034-2017-03758, 0001825034-2017-03759, 0001825034-2017-03763.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to unknown reasons. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.